Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable. The pump was silenced, reviewed settings and closed clamp. The cassette was removed, massaged tubing, and gently tapped cassette. The cassette was replaced but the alarm continued. The cassette was again removed then gently tapped cassette and massaged tubing. The cassette was replaced again, and alarm continued - no air noted in line. Then the pump was powered off. The reservoir volume was 32.3ml. There was no patient harm or no patient injury, and the event occurred while in use with patient at patient's home.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.